Manufacturer narrative:
For the second unit, during the initial insertion of the coil delivery system, the coil introducer was seated all the way in the mc hub, and the tuohy or stopcock was closed to prevent the introducer from moving from the mc hub. After the coils passed the hub, there was no resistance at any time during advancement of the coils through the mc. For coil 637cs1030 (complaint product 1) -the event occurred during insertion through the mc, and for coil-637cs0824 (complaint product 2) -the coil unraveled after once inserted in the lesion and then pulled back. The coil was inserted and pulled back continuously several times. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. After repositioning, there was no resistance when the coil was advanced. After event occurred with the second coil, the coil and mc were removed as unit. However, the same mc was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the devices delivery system, coil or mc, and the coil was still attached to the delivery system. Both coils are going to be retuned for analysis. No further information was available. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization for right internal iliac artery (prior to aaa stent grafting). Total 12 coils were used for the embolization. When the coil 637cs1030 (complaint product 1) was advancing through the (mc) microcatheter (prowler lp es, str), it was stuck in almost middle of the catheter. The coil was removed and replaced to the new product to continue the procedure. The last-used coil 637cs0824 (complaint product 2) was unraveled when once inserted and then pulled back for adjusting. The devices were manipulated as usual. The coil was removed from the patient successfully and replaced to other new product. The procedure was completed without patient injury. All the products were stored, handle and prep per labeling instructions. The same mc was utilized to complete the procedure after the first coil did not go through. After the first coil was removed, the coil was not unraveled, stretched, kinked, bent, detached, or delivery system damaged.

Manufacturer narrative:
The procedure was a coil embolization for right internal iliac artery (prior to aaa stent grafting) using a total of 12 coils. When the coil 10x30 trufill orbit complex standard (637cs1030) was advancing through the prowler lp es, str microcatheter (mc), the coil stuck in almost middle of the catheter. The coil was removed and replaced with the new product to continue the procedure. The last-used coil, an 8x24 trufill orbit complex standard coil, unraveled once inserted into the aneurysm when it was pulled back for adjusting. The devices were manipulated as usual. The coil was removed from the patient successfully as a unit with the mc with the coil attached to the delivery system. The same mc that was used with these two coils was utilized to complete the procedure with another product. The procedure was completed without patient injury. All the products were stored, handled and prepped per labeling instructions. An adequate continuous flush was maintained through the mc at all times. After the first coil was removed, the coil was not unravelled, stretched, kinked, bent, detached, or delivery system damaged. Prior to the 8x24 coil unraveling, the introducer was seated all the way in the mc hub and the tuohy or stopcock was closed to prevent the introducer from moving from the mc hub during introduction. There was no resistance during advancement of the coil through the mc. The coil was inserted and pulled back continuously several times. During placement of the coil, there was no resistance during withdrawal or advancement for repositioning in the aneurysm. There is no further procedural information pertaining to the coil manipulation. After event occurred with the second coil, the coil and mc were removed as unit. However, the same mc was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the devices delivery system, coil or mc, and the coil was still attached to the delivery system. A non-sterile orbit coil was received inside a small plastic bag. The embolic coil was inspected and was found totally stretched and with residues of dry blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly and lot 13469706 and coil subassembly lots 13402416 and 13398666 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported unraveled coil was confirmed. Based on the available information, it is possible that aneurysm and vessel characteristics and device manipulation during the repeated insertion and withdrawal during repositioning contributed to the event. However, based on the available information and the analysis of the returned device; no conclusion can be made. With review of the available information and the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.